Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges that the device blade was broken in the package. Additional information received reported the alleged defect was detected in the clinical setting, but there was no patient involvement.

Manufacturer narrative:
(B)(4). Medwatch # (B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the acrylic mounting base was fractured. Based on the visual exam, the complaint was confirmed. A CAPA was opened to address the breakage issue.

Event description:
Customer complaint alleges that the device blade was broken in the package. Additional information received reported the alleged defect was detected in the clinical setting, but there was no patient involvement.